Manufacturer narrative:
Concomitant medical products: 900sfc28 heart ring, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in threshold when the sheath was slit during implant. Initially it was decided to leave it be but thresholds became high days after implant. The rv lead was explanted and replaced. During this procedure, the right atrial (ra) lead had pulled back and the thresholds had increased. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead micro-dislodged.